Manufacturer narrative:
The event occurred in (B)(6). Device was not requested to be returned.

Event description:
Nurse reported patient came to accident and emergency department on (B)(6) 2014 with elevated blood glucose levels and traces of ketones; exact reading was not provided. Nurse stated patient was treated with insulin via a drip to reduce blood sugar levels and treatment for ketones. Nurse stated patient was also seen on (B)(6) 2014 with elevated blood glucose level but went home with a reading of 17.9 mmol/l. Nurse reported patient performed another test once she got home with a result of 26 mmol/l and traces of ketones. Nurse stated patient continued to use the pump to deliver correction; did not follow instructions given by accident and emergency department. Nurse reported patient began a temporary basal rate (tbr) and went to sleep. Nurse stated patient woke up at 10 pm and ate dinner; blood glucose was still elevated, so delivered a 10 unit bolus. Nurse reported patient tested again at midnight and noticed her cannula was wet; changed everything and delivered another correction. Nurse stated she has done a prime and the pump seems fine; advised to check history and perform a cartridge change. No product return was requested.